Manufacturer narrative:
Per customer, information on other relevant history, preexisting medical conditions and race and ethnicity were not available. Although requested, information on outcomes to adverse event date of death was not provided.

Event description:
It was reported that a patient was transported to CT scan department stat, while on epinephrine infusion and the pump was running on battery mode. When the device was unplugged from the ac power outlet, it provided low battery alarm to indicate that there were only thirty minutes of power left, then another alarm for five minutes of power left. However, five minutes into patient transport and while in the elevator, the device powered off and the critical medication stopped infusing. This resulted to a near-code of a pediatric patient while in the elevator. Once the patient was stabilized, another team member returned to intensive care unit (ICU) to replace the pc unit. This pc unit had been plugged for several hours. When this replacement pc unit was brought to the patient while in CT scan, the device alarmed battery alert as well and powered off. The clinicians were unable to stabilize the patient for transport back to ICU without the loaner pump from the emergency department (ed). It was then reported that the patient passed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient is a pediatric.

Event description:
It was reported that a patient was transported to CT scan department stat, while on epinephrine infusion and the pump was running on battery mode. When the device was unplugged from the ac power outlet, it provided low battery alarm to indicate that there were only thirty minutes left. However, five minutes into patient transport and while in the elevator, the device powered off and the critical medication stopped infusing. This resulted to a near-code of a pediatric patient while in the elevator. Once the patient was stabilized, another team member returned to intensive care unit (ICU) to replace the pc unit. This pc unit had been plugged for several hours. When this replacement pc unit was brought to the patient while in CT scan, the device alarm battery alert as well. The clinicians were unable to stabilize the patient for transport back to ICU without the loaner pump from the emergency department (ed).